Event description:
A patient complained of a headache after their procedure and had a bump on her head. The patient was given an ice pack to put on her head and appeared to be ok. Patient was discharged home. Patient then contacted hospital to say she had developed a scab on the top of her head. Roughly a week after the procedure, patient had minimal hair loss at the top of the head. Three weeks after the procedure the patient displayed significant hair loss at the top of the head. As of last month, the patient's hair has not regrown.